Manufacturer narrative:
The viewer was returned and evaluated by the failure analysis team, who analyzed and found no error codes. A visual inspection was performed and found no problems related to reported issue. System logs were checked but no error logs found so installed viewer on an internal equipment, fixture, or tool (eft) system and powered on. System powered on with no error or failures so installed camera and instruments, then inspected viewer for flickering. Could not confirm any flickering or screen vision issues and appears to be working good as designed. Power cycled system and inspected for screen vision viewer issues several times and still no problem found with viewer screen both left and right sides.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the issue. The fse noted left eye had a small amount of flickering. The customer also stated left eye went dark during a case. The fse replaced the viewer to resolve the issue. The system was tested and verified as ready for use. Isi has received the ssc viewer, but failure analysis has not yet been completed.

Event description:
It was reported that during a gastric bypass da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the staff was encountering flickering in the surgeon's console left eye. Prior to calling for support the staff had tried to swap to a backup scope and power cycle the system with no change. The staff found the vision side cart (vsc) was displaying the left eye and was not flickering. The tse recommended a hard power cycle of the surgeon side console (ssc) but the staff were not able to power cycle at this time. The reporter to hard power cycle the vsc, ssc, and reseat the fiber between procedures and try to replicate the issue. The procedure was completing as planned with no reported injury.